Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's size four inner cannula was inserted into a size six trach. The inner cannula was wedged into the trach. The cannula was removed eventually and no harm was done to the patient.